Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site and it was found that the fuses f11 and f12 were open (blown) when tested. Noticed ac cord prongs were bent. Replaced fuses f11 and f12 on mobile view station (mvs) board. Straightened ac plug prongs. Instructed staff on proper way to unplug system from outlet. No parts have been received by the manufacturer for evaluation. A full imaging system check-out was completed following replacement of the fuses and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system mobile view station (mvs) would not power on and the image acquisition system (ias) battery levels were depleted. This was discovered apart from any patient involvement. No additional details were provided.